Event description:
The manufacturer received information alleging a patient experienced headache and waking up with chest pain while using a rep dreamstation auto CPAP device. The device settings during the event were reported to fluctuate between 7 and 12. The patient went to the hospital twice and was ordered an echocardiogram. The patient was told he was having a heart attack, and his blood pressure was elevated. The patient was sent to a pulmonologist. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.